Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 was manufactured investigation did not show issues related to the complaint.

Event description:
It was reported that the staples were misaligned.